Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 5:30pm for a high blood glucose level of 499 mg/dl and ketoacidosis. The customer stated that they wanted their insulin pump replaced. The customer was wearing the pump during hospital stay but it was suspended. Customer does not have the pump on them at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.